Event description:
The customer alleged erratic readings on their one touch ii meter, resulting in inability to administer insulin properly. Although there was no allegation of harm pt indicated that the meter had potential to cause harm. Pt experienced no symptoms and received no treatment. Pt changed the battery and purchased new strips, however, pt does clean the meter with alcohol.